Event description:
It was reported that when the top of the sterilization case was removed, there was a ring of lubricant on the bottom of the case. The case was removed and replacement devices were brought in to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device has not been returned as of the date of this report. This report will be updated when the device is returned and an investigation is complete.